Manufacturer narrative:
H3, h6: part number and lot number were not provided. Product was not available. Due to unavailability, evaluation was limited. If further information becomes available the complaint may be revisited. At this time, there is no objective evidence to suggest a direct link between the post-operative condition and product used during the procedure. There was also no evidence to suggest that product from this family did not pass requirements upon release for use. Complaint history review was unattainable without a valid lot number and product code provided. Batch review was unattainable without a valid lot number provided. The risk management documentation was reviewed and found to contain this failure mode within the risk file for this device family. There is no identifying patient information or supporting relevant clinical documentation provided. Therefore, a clinical assessment is unable to be performed at this time. No further actions required at this time.

Event description:
It was reported that after ac joint reconstruction where an endobutton was used, the patient was incidentally noted to have an asymptomatic nondisplaced fracture of the distal clavicle that communicated with the primary clavicular drill hole. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.